Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0v7mk, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported a loss or change of symptoms. The patient seemed to lose control intermittently, and felt that the therapy was not working like it should or the symptoms were getting worse. An appointment was set up for the following week with their healthcare provider (hcp), who recommended staying on the current program during the meantime and monitor symptoms. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indications for use included urinary dysfunction and gastrointestinal/pelvic floor.